Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's removal of the pump case caused cartridge to fall out. Reportedly, the customer slid the cartridge back into place. There was no reported impact to the customer¿s blood glucose.